Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that since (B)(6) 2017 the paramedics have been called 10 times and she was taken to the hospital 4 or 5 times. The customer did not recall the date of the incident. She stated the first time she was taken to the hospital might have been the beginning of (B)(6) 2017. The customer indicated that her blood glucose would fluctuate from high to low in minutes. The customer highest blood glucose level has been over 600 mg/dl, and the lowest, below 20 mg/dl. The customer was treated with glucogel, food and fluids by the paramedics until blood glucose was above 60 mg/dl. The customer declined troubleshooting and stated the doctor has adjusted the insulin pump¿s settings at least 3 times. Insulin pump¿s replacement was declined. The insulin pump will not be returned for analysis.